Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ser plastipak 1mls tub pdr1400 packaging was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "boxes of 1,400 syringes, are missing 12 pieces, and the one he opened at the time of the report, presents a syringe with a needle that hit his hand."

Event description:
It was reported that the ser plastipak 1mls tub pdr1400 packaging was found damaged before use. The following information was provided by the initial reporter, translated from portuguese to english: "boxes of 1,400 syringes, are missing 12 pieces, and the one he opened at the time of the report, presents a syringe with a needle that hit his hand."

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation were found for this batch. Photos were sent by the customer and it was possible to observe syringe mix, with needle. This mix led to the package damage. Also, by customer description it was possible to confirm short count. According the evaluation of batch history the cause for the occurrence is an operational failure during line setup and line clearance, a syringe with needle was packaged at syringe without needle batch. For short count occurrence the potential cause is operational failure at manual packaging machine. Additionally, an improvement will be made in the packaging line for better detection of material mix with and without needle, according to sap # 20579486. H3 other text : see h.10.